Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The product family for this urine collection product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the urine collection product ifus are found to be adequate based on past reviews.

Event description:
It was reported that patient developed a urinary tract infection during use of the drain bag. Per follow up with the complainant by email on (B)(6)2018 there's no further information available on any medical treatment provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that patient developed a urinary tract infection during use of the drain bag. Per follow up with the complainant by email on nov 15 2018 there's no further information available on any medical treatment provided.